Manufacturer narrative:
(B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a hedgehog dual-end brush was used during scope cleaning on (B)(6) 2019. According to the complainant, when the brush package was opened, it was noted that the brush inside was bent. Additionally, while cleaning the scope, the bristles of the brush detached and fell into the scope. The detached bristles were removed from the scope by utilizing another hedgehog brush and continuous washing. The scope was thoroughly inspected following cleaning, to ensure that all detached bristles had been removed from the scope. This same problem occurred on three occasions, with three hedgehog brushes. There was no patient involvement.